Event description:
Report received of a tear in the reseal port resulting in blood loss. It was reported that a pt required an IV start and labs to be drawn. The IV was initiated without problems. According to the report source, it is common practice at this facility to obtain blood from the reseal port using a blunt cannula. While the blood was being drawn, it was reported that blood leaked out of the reseal port onto the pt's bed and the floor. It was reported that the clinician's gloves were "saturated" with blood, and upon further investigation, it appeared as if the reseal port was torn. The amount of blood lost could not be quantified. There was no reported adverse effects to the pt. The clinician reported that when they took their gloves off, blood "splattered onto their face and neck". There were no blood exposure issues or adverse effects to the clinician. Add'l info was requested, but no further info was provided.